Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor repeatedly provided a scan result of 'lo' (reading less than 2.2 mmol/l) and she subsequently self-treated (unspecified) and "became sick". Customer experienced symptoms described as "nausea, dizzy, sleepy" and obtained a blood glucose result of 20 mmol/l on a competitor brand device. Customer was treated with insulin (dose/type unspecified) by a non-healthcare professional and removed her insulin pump which resulted in her becoming "too low" and having a "depressive episode". Customer reportedly experienced a loss of consciousness and had to receive an injection of glucose. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no tripped trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor repeatedly provided a scan result of 'lo' (reading less than 2.2 mmol/l) and she subsequently self-treated (unspecified) and "became sick". Customer experienced symptoms described as "nausea, dizzy, sleepy" and obtained a blood glucose result of 20 mmol/l on a competitor brand device. Customer was treated with insulin (dose/type unspecified) by a non-healthcare professional and removed her insulin pump which resulted in her becoming "too low" and having a "depressive episode". Customer reportedly experienced a loss of consciousness and had to receive an injection of glucose. There was no report of death, serious injury, or mistreatment associated with this event.